Event description:
Additional information received notes that there was no abnormal battery trending on the pacemaker (pm) and that this was due to longevity overestimation of the programmer.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed abnormal battery trending; the physician suspects premature battery depletion on the pacemaker (pm). No changes or intervention was reported. There were no adverse events.